Event description:
The following information was reported: that the balloon was prepped and inserted into the sheath. Balloon was inflated, and pulled back. Balloon loss of pressure occurred prior to balloon reaching the distal end of the sheath. Buddy wire was utilized and sheath was reinserted. Another device was used to close. Patient is fine, no hematoma. The patient was not hospitalized.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site.